Event description:
It was reported by a patient that they sustained hypertropic scarring as a result of treatment with an ultrapulse laser. The patient refused to report the user facility information.

Manufacturer narrative:
Reasonable attempts were made to obtain additional information from the patient; however, none was provided. Should additional information be obtained, a follow up MDR will be filed.